Manufacturer narrative:
On july 7, 2016 sorin group (B)(4) received a user report from the swiss competent authority containing additional patient information: age: (B)(6). Date of birth: 1951. Sex: male. The event date of (B)(6) 2014 provided in the initial report referred to the date of surgery. The (B)(4) report indicates an event date of (B)(6) 2015. Serial number: (B)(4). Manufacture date: 4/20/2012. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received information that a patient became infected with m. Chimaera after undergoing a procedure in (B)(6) 2014 that involved a sorin heater-cooler system 3t. Initially, two serial numbers were documented under this medwatch report (serial numbers (B)(4)), as the facility had two sorin heater-cooler sytems in use at the time that the procedure was performed, and it was not known which unit was used for this specific case. On july 7, 2016, sorin group (B)(4) received a user report from the (B)(4) related to this case. The report indicated that the unit with serial number (B)(4) was used on this patient. On july 12, 2016, a second user report was received from (b)(5). This report was related to a procedure performed with the second serial number; (B)(4). Due to the receipt of these two (B)(4) reports, the second serial number ((B)(4)) is being filed under a separate medwatch report number (reference 9611109-2016-00504), as the unit has been associated with a seperate patient issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Patient information was not provided. At the time that this procedure was performed, two sorin heater-cooler systems were in use at the facility. It is not known which unit was used for this specific case. The serial numbers of the two units are: (B)(4). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Manufacture date: (B)(4): 4/20/2012, (B)(4): 4/20/2012. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4)received information that a patient became infected with m. Chimaera after undergoing a procedure in (B)(6) 2014 that involved a sorin heater-cooler system 3t. Sorin group (B)(4) has attempted to gather further information from the facility, however no additional information has been provided to date. The customer implied that a user report was filed with the local competent authority, however communication with the (B)(6) authority revealed that they do not have any information about a patient infection from (B)(6) 2014 at (B)(6) in association with a sorin heater-cooler system 3t. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received information that a patient became infected with m. Chimaera after undergoing a procedure in (B)(6) 2014 that involved a sorin heater-cooler system 3t.

Manufacturer narrative:
(B)(4). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. The two involved heater-cooler machines ((B)(4)) were identified to be contaminated in 2014 during a 6-sigma workshop performed in collaboration with the facility to inform how patient infections can occur. This information was not provided in the initial report. Upon discovering the contamination in 2014, the customer stated that they had not followed the IFU. Sorin group (B)(4) requested the devices to be returned for an internal investigation and new units were provided to the customer. The units were returned to sorin group (B)(4) in august 2014 and an investigation was performed. The devices were disinfected and sorin group (B)(4) began to use the devices as loaners. As no allegation of device deficiency was made by the customer in 2014, this event was not originally filed as a complaint. However, due to new reporting criteria, and because of the report of patient infection, this information is being retrospectively reported in relation to this event.

Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). The device was returned to the manufacturer and a deep disinfection including internal tubing replacement was performed. Water samples taken during deep disinfection confirmed the reported contamination. The inspection of the outer and inner parts of the heater-cooler system revealed no obvious biofilm, only minor residues. Samples taken after deep disinfection confirmed that the unit was clean (0 cfu/100ml and no growth of non-tuberculous mycobacterium). The device was placed into loaner inventory, as a new heater-cooler device was already installed at the customer. (B)(4) has made several attempts to obtain more information regarding this incident. However, no further information regarding the patient and the cleaning procedure and cleaning protocols for the device in question have been provided. As no information regarding the cleaning procedure and or cleaning protocols were received, an exact root cause for the contamination could not be determined. However, a possible cause is failure to follow cleaning instructions per the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU).